Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. An impl tapered sp 3.7mm 10m m hexagon (spmb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the collar. Device history record (DHR) review was completed for the subject lot number (61190235). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61190235) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported fracture was confirmed. However, bone loss could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Premarket identification k011245 and k002188.

Event description:
The doctor reports that the implant located in dental position number #46 failed due to a bone loss. When viewing the product at the time of intake, it was noticed that the implant is fractured at the neck. The implant was removed due to the fractured implant.